Event description:
Customer called to report a leak on the synchron lxi 725 clinical system. Customer stated that it appeared as though the leak was related to an issue with the wash collar on the cartridge chemistry (cc) sample probe. The field service engineer (fse) inspected the instrument and found that the cc sample probe wash collar was leaking during a prime cycle. The fse then replaced the vacuum waste valve, wash collar, syringe valve, and sample probe. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no patient samples were run, and that no one was harmed or affected by the instrument issue.

Manufacturer narrative:
(B)(4).